Manufacturer narrative:
Zoll medical corporation evaluated the device; the reported malfunction was duplicated and attributed to a faulty relay on the processor/bridge/pace board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self-test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.